Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Ivus was performed. The 70% stenosed, 32mm in length severe lesion being treated was located in the proximal left anterior descending (lad) artery. The physician deployed a 2.25x16 promus element stent, inflated to 14 atm. The stent was post dilated with a 3.0x8mm and 3.5x8mm quantum apex balloons to high pressure. During ivus with a non-bsc probe, post stenting, the probe caught on the stent strut. The proximal end of the stent appeared to shorten. The physician placed a pt graphix guide wire and further dilated with a 3.5x12mm apex balloon. Then the physician deployed a 3.5x16mm promus element stent to cover the concertinaed proximal end. The stent was post dilated with a unknown 3.5x8mm balloon to high pressure. Ivus revealed the end result was excellent with full stent expansion and apposition. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).